Manufacturer narrative:
The ventilator is being returned for service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the device started flashing random errors too fast to note in bipap mode while on a patient issue on the revel ventilator. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.